Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. 21 cfr section 801.116 outlines the conditions upon which a device is exempt from adequate directions as follows: "sec. 801.116 medical devices having commonly known directions: a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual." Product catalog number d165818 is deemed by appropriate subject matter experts (sme) to be within this definition. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced a balloon burst while using the silicone long term foley catheter. The patient experienced extreme pain and had to go to the hospital on at least one occasion. Additional information was received from the international business center via email on 08mar2019, that this sometimes occurred within 24 to 48 hours of placement, and sometimes longer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a balloon burst while using the silicone long term foley catheter. The patient experienced extreme pain and had to go to the hospital on at least one occasion. Additional information was received from the international business center via email on 08mar2019, that this sometimes occurred within 24 to 48 hours of placement, and sometimes longer.